Manufacturer narrative:
Method: device evaluation and device history review. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Visual inspection indicated the tip of the returned trial handle is confirmed to be fractured off as reported. The tip of the trial handle was found in the returned trial conclusion: the plausible root causes of the reported event are fatigue from normal wear and cantilever overload applied by the user.

Event description:
It was reported that the surgeon was impacting the 11mm 30x38mm trial and the tip of the trial handle broke off in the trial. The surgeon then used the 26mmx32mm trial with another trial handle that was in the set. No delay in surgery.

Event description:
It was reported that the surgeon was impacting the 11mm 30x38mm trial and the tip of the trial handle broke off in the trial. The surgeon then used the 26mmx32mm trial with another trial handle that was in the set. No delay in surgery.